Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device cannot get the handle. The above fault was caused by the body shaft part which had scratches and other skingraft comb deformation was able to confirm the wound correction. The customer returned the device for evaluation. Initial qa inspection of the zimmer skin graft mesher, serial number (B)(4) on (B)(6) 2017 certified that the ratchet handle can not be removed. Repair of the zimmer skin graft mesher was performed by zimmer biomet (B)(6) on (B)(6) ,2017, which includes parts exchange and disassembly of skin graft comb. Lock part adjustment and operation were also checked. Zimmer skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated zimmer skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the handle was stuck and the comb was damaged, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event can be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device cannot get the handle. The above fault was caused by the body shaft part which had scratches and other skingraft comb deformation was able to confirm the wound correction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On june 26, 2017, it was reported that the handle cannot be attached to the device. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomed japan has not previously repaired/evaluated skin graft mesher serial number: (B)(6) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet japan on july 4, 2017 revealed that the device was within calibration. It was noted that there were scratches on the handle. The comb was deformed as well. Per the repair technician, the handle was difficult to attach to the device. Repair of the skin graft mesher was performed by zimmer biomet japan on july 4, 2017 which included replacement of the comb, and ratchet gear. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the repair technician stated that the issue was confirmed. The handle was difficult to attach to the roller shaft. The root cause of the handle not being able to attach to the device could not be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.